Event description:
The patient stated, she felt that her infusion device was not delivering insulin properly, which caused her blood glucose to elevate. She stated, her blood glucose has been elevated at around 300 mg/dl for 1.5-2 weeks. She stated, she tries to keep her blood glucose below 120 mg/dl. She stated, she feels lethargic and craves sweets when her blood glucose is high. She stated, she believes that her infusion device was not delivering insulin properly, because her battery was low. She stated, she never received a low battery warning. Her battery was in use from late 2006-2007. She stated, she changed her battery and all of her other infusion accessories, and her blood glucose returned to normal. She stated, that the infusion device never shut down, but she believes the device did not have enough power to deliver insulin properly. The patient refused to troubleshoot for high blood glucose. The patient did not require assistance from a healthcare professional, or second party to address the issue. Product was replaced and requested to be returned for evaluation.